Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5106951). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged short of breath, cough, nasal congestion and fel almost passed out, difficulty breathing at night, sensitive response to different smells that cause him to wheeze. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Due to the manufacturer not receiving the device information, the following are possible recall z numbers: z-1972-2021; z-1974-2021; z-1973-2021.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5106951). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged short of breath, cough, nasal congestion and almost passed out, difficulty breathing at night, sensitive response to different smells that cause him to wheeze. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.